Manufacturer narrative:
(B)(4).

Event description:
Information received from a literature article entitled "use of self-expanding stents for the treatment of vertebral artery ostial stenosis: a single center experience" indicated that there was difficulty with exact deployment of the precise stent. The target lesion was located in the ostium of the vertebral artery. Lesion and vessel characteristics were unknown. Analyzation revealed that the rate of precise stent misplacement required additional stent placement. A second stent was implanted due to misplacement of the first stent. The initial stent failed to cover the most stenotic portion of the lesion, which was located in the ostium. Post-dilation was conducted with no significant residual stenosis. After the procedure, there was no case of acute in-stent thrombosis. One year after the index procedure, the precise stent remained intact without deformity or fracture.

Manufacturer narrative:
Information received from a literature article entitled "use of self-expanding stents for the treatment of vertebral artery ostial stenosis: a single center experience" indicated that there was difficulty with exact deployment of the precise stent. The target lesion was located in the ostium of the vertebral artery. Lesion and vessel characteristics were unknown. Analysis revealed that the precise stent misplacement required additional stent placement. A second stent was implanted due to misplacement of the first stent. The initial stent failed to cover the most stenotic portion of the lesion, which was located in the ostium. Post-dilation was conducted with no significant residual stenosis. After the procedure, there was no case of acute in-stent thrombosis. One year after the index procedure, the precise stent remained intact without deformity or fracture. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion, or procedural characteristics regarding this event has been provided. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. The instructions for use (IFU) advises to ensure the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly.

Manufacturer narrative:
The product is not available for evaluation. Concomitant medical devices included 6fr cook long sheath, 8fr envoy guiding catheter and a boston scientific guidewire. Additional information will be submitted within 30 days from receipt.